Event description:
It was reported that the 8800 system intermittently had a blank screen and the collimator had an issue. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.